Event description:
Device issue: material rupture. Time of device issue: during procedure. Adverse event: none. It was reported that the voyager nc was being used to post-dilate the lesion. During the first inflation, the balloon ruptured at 10 atm. A quantum maverick was used to complete the procedure. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B) (6). Eval summary: since the product was not returned for eval, it was not possible to perform a thorough analysis on the voyager nc, which may have aided in determining a cause for the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the reported info, the lesion was moderately tortuous, mildly calcified and 90% stenosed, which likely contributed to the reported difficulty. Additionally, there was no report of any leaks noted during preparation for use, which may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. A review of the finished product lot history (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met mfg criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. Although, there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.